Event description:
(B)(6) / 2 of the buttons listed were opened and not used during a surgery. 1 of them I am not sure and don't have enough information to confirm, but I am confident it is an explant. I noticed that when I held the metal and twisted the plastic portion, it moved and rotated. I have already sent one back to the manufacturer and they agreed it was moving. This is not standard as there should never be motion of plastic on metal- I think this is a manufacturing defect. I also have in my possession 2 other buttons. I didn't realize this was an issue until recently, as I've had to do 3 knee revisions for this problem. The other two patellar buttons I have in my possession have the following information. I think this one may have been explanted but I don't have lot number or anything available. Please note, I have reported this to the manufacturer and on 4.21.2026 they issued a report back to me. (B)(4) has been my contact. The prior incident they quoted was incident: (B)(4) now that I am paying attention, I am noticing patients with severe knee pain, at the patella, likely due to this failure and have done 2 revisions surgeries- and 1 next week, to revise this problem. I also am in possession of 2 revision surgery videos showing the problem at the exact time of explant. I will be writing two more reports on those specifically as they affected patients and necessitated revision surgery. These are just 3 buttons that I have and have rotation. Reporter job title: orthopaedic surgeon / additional product details: microport press fit patellar button. Pt: 4836. Device: 2616, 4002. Ref: mw5189192, mw5189193.